Event description:
The affiliate reported the customer alleged reproducible elevated total beta human chorionic gonadotrophin (tbhcg) results for one non-pregnant patient, on separate days, involving the access total sshcg reagent utilized in conjunction with the unicel dxi 800 access immunoassay system. An initial value of 18 miu/ml was obtained. The erroneously elevated result was released out of the laboratory. As a result, in vitro fertilization (ivf) procedure was not performed on the patient due to the elevated tbhcg result. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. On (B)(6) 2013, total sshcg calibration passed with acceptable relative light unit (rlu) values and precision. The patient sample was not available for internal testing. This is report two of six referencing the event date noted.

Manufacturer narrative:
There is no indication the access total sshcg device was returned for evaluation. The patient sample was centrifuged at 3,000 rpm (rotations per minute) for ten minutes. The sample was two hours old. A definitive cause of the incident is unknown. All related medwatch reports associated with this incident: 2122870-2013-00496, 2122870-2013-00497, 2122870-2013-00498, 2122870-2013-00499, 2122870-2013-00500, 2122870-2013-00501.